Event description:
The healthcare provider reported that the implant was turned off and not working. The patient had told the MRI technologist that the system was removed, but x-rays were taken that showed the implant and leads were present. The indication for use was spinal pain. No patient symptoms reported.